Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a pocket failure. The field service engineer discovered that rob b in door 3.1 was not connected to the bus and subsequently reset the row cable on the door controller's printed circuit board in both drawers 3.1 and 3.2. Additionally, a fse reset the retractor cable and board drawers, as well as the internal pixie bus cable to all the modules in the auxiliary. A fse then conducted tests to confirm that all cute pockets were visible in these drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, none of the pockets in row b (aux 3.2) were displayed in the system. Multiple attempts were made to resolve the issue, but the pockets did not appear. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.